Manufacturer narrative:
Follow-up #1: date of submission 11/11/2013, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was fully intact, with no peeling or damage observed. The ¿contrast¿,"up","down" and "ok " buttons responded to testing. The keypad was removed to investigate and there was no evidence of keypad contamination under the ¿contrast¿,"up","down" and "ok" contact buttons. Unrelated to the initial complaint, the display screen was observed to be dim with a pink contrast. The dim display was replaced with a new test screen and contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok button was intermittently unresponsive and had a delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.